Event description:
Abbott diabetes care (adc) received a complaint via FDA inquiry in which a customer reported an adhesive issue with the adc device. The following information was reported: complaint stated that the device will not adhere to skin. That device failed after 3 days. No adverse effects have been reported due to the device." No contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. No issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via FDA inquiry in which a customer reported an adhesive issue with the adc device. The following information was reported: complaint stated that the device will not adhere to skin. That device failed after 3 days. No adverse effects have been reported due to the device." No contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.